Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. -the cable of the subject device was broken since the user applied stress such as twisting to the cable of the subject device. -the subject device was damaged by an impact such as the user dropping the subject device, liquid entered the inside of the subject device, and the circuit board of the subject device was short-circuited.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the cable of the subject device was broken due to water leak. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.